Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 360 mg/dl following multiple occurrences of alert 38 (motor stall). The user completed several supply changes and restarts without resolution and administered a corrective insulin injection. A replacement ilet was subsequently issued. No medical intervention was required.